Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that four episodes of noise were observed; all shocks were aborted. The lead was capped.